Event description:
The lens was implanted, but the patients capsule broke. The incision was enlarged to remove the lens, and replace it with an anterior chamber lens.

Manufacturer narrative:
See MDR 1920664-2009-00301 for the intraocular lens used with this delivery device.